Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in january 2010 and performed to specification up to 30th september 2012. On the 6th october 2012 the device failed the weekly auto self-test due to a low battery. Later on the device was manually powered up and passed a self-test. The device continued to perform to specification up to 17th may 2015. During this time a new pad-pak was installed. Multiple manual power ups, mainly of ten minutes duration, where observed in the device memory between the 21st may 2015 and the final history log entry on 27th july 2015. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The random nature of the events stored in the memory and the 10 minute time outs during the course of the investigation would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore, there was a slight fluctuation observed on the pogo-pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.